Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. A request was made to boston scientific technical services (ts) to analyze the device data. Power consumption was higher than expected and the patient appeared to have been in chronic atrial fibrillation (af) for two to three years. It was noted that the data used for analysis was greater than 35 days old. A follow up was scheduled with the patient. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. There is no indication it will be returned for analysis.